Event description:
It was reported that the patient's log files were sent for review for a no external power alarm and a low voltage alarm. A review of the logfiles confirmed a low power/no external power event on (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number requested but not provided. Manufacturer's investigation conclusion the event of no external power alarms was able to be confirmed via review of the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 33 days (B)(6) 2021 per timestamp). No external power alarms were active on (B)(6) 2021 from 03:39:25 ¿ 03:41:05 while the controller was connected to the mpu. The backup battery was able to provide power to the system during the alarms. The alarms cleared once the controller was placed on battery power. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made asking if the mpu will be returning, the serial number of the mpu, if the mpu has a v-lock connector, if it is known if the power cord came loose from the outlet/wall or the back of the unit, if there were any environmental circumstances that caused the alarms, and if the patient deliberately disconnected the power cable from the outlet; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.